Manufacturer narrative:
The device was received for evaluation. Visual inspection noted a leak from the multirate control module. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked. The device was filled with 12 ml of fentanyl, 60 ml of bupivacaine, 0.6 ml of adrenaline, and 300 ml of sodium chloride. This occurred prior to use of the device. There was no patient involvement. No additional information is available.